Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer stated that she reuses the reservoirs, and has been doing for over a year. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg report 1 of 2, medwatch report #3004209178-2012-85198. MFR report 2 of 2, medwatch report #2032227-2012-04704.